Manufacturer narrative:
.

Event description:
After the implantable neurostimulator was replaced the patient experienced intermittent stimulation. The device was turning off. The patient was getting great therapeutic effect, but it was a nuisance for her to turn the device back on. Impedances were normal. The patient was keeping a diary of the device turning off. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.